Event description:
On 01/07/08, a company rep received a call from a hospital diabetes educator who reported that the patient had been admitted to the hospital with 2 mild dka events. On follow up with the patient, she reported that in 2008, at 3:30 am she had an elevated blood glucose reading that did not register on her meter whose highest reading is 600 mg/dl. She said she checked her blood sugar at 6:00 am, 8:00 am, and 12:00 pm and each time her readings were over 300 mg/dl. She stated she treated herself by giving herself boluses of insulin through her infusion device. She said that around 3:00 pm she began throwing up and her husband drove her to the doctor's office, and then to the emergency room around 6:30 pm. The patient stated her readings typically fluctuate often and can be anywhere from 35 mg/dl to 300 mg/dl. She said she changed her infusion set on the day of the incident and normally uses her abdomen as the insertion site. She stated that she occasionally notices the adhesive part of the infusion set is wet with insulin on the outside when she boluses 6 units or more. The pt was advised this may be due to slow absorption at the site and it was suggested she try to give herself multiple smaller boluses. The pt stated she had tried this. The pt said she has not changed the adapter on her infusion device since approx 4 months ago. The pt was advised she should change the adapter every 10th cartridge change. She said she has some scar tissue and has been under some stress recently due to the holidays. She stated she returned home from the hosp five days later, and her readings have been in the normal range since that time. Troubleshooting did not find any product issues. The pt was sent a guide to site mgmt and some adapters. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.